Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cable, 100/case, was being used during an unknown procedure on (B)(6)2022 when it was reported, ¿intra-op surefit grounding pad not sticking properly on patient. Material seems to not be holding on patient and needed to tape to keep on.¿ there was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a few minutes delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿intra-op surefit grounding pad not sticking properly on patient. Material seems to not be holding on patient and needed to tape to keep on.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with a few minutes delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.